Event description:
It was reported that during insertion of the iab, the spring wire got stuck in the iab. As a result of this, the entire assembly was removed and replaced. There were no associated pt complications.